Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Lot# guyu - received 13/aug/2021. Manufacturing date 30/jul/2018. Visual inspection: the threading at the distal end of the device was seen to be fractured. There was visible wear on the device, with the tip showing signs of deformation as well. Material analysis: a material analysis was performed by a third party laboratory. No non-conformance was observed for the instrument material during the test. Device history records were reviewed for this lot and no relevant manufacturing issues were identified. Complaint history review of the reported lot found three similar complaints related to tip deformation. As a result, a material analysis was performed. Please see results above. The most likely root cause of the fracture is therefore normal wear, as the device has been in the field for three years prior to the event. Lot# kcac - manufacturing date 16/jan/2020. Visual inspection: upon inspection of the returned device, it was found that the inner shaft was deformed, not the tip. The inner shaft was confirmed to be slightly bent laterally. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Communication with the rep states that complex maneuvers and excessive force were not used on the device. It is unknown how many times the device has been used. The device was returned disassembled, and it was observed that the inner shaft was slightly bent. As this event was noticed during cleaning, it is likely that the inner shaft became bent during handling or disassembly. Unk lots (6) - visual, functional, dimensional, and material analysis inspections could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. No further investigation can be performed due to insufficient information provided. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated.

Event description:
This report summarizes eight malfunction events in which everest locking screw inserters were noted to have tip deformations intra-operatively. Surgeries were successfully completed with additional inserters and no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Additional information: one (1) of the eight (8) devices have been returned for analysis: lot kcac - received 10/jun/2021. Lot guyu has not been received. All other lots are unknown at this time. A supplemental vmsr will be submitted upon completion of the investigations.

Event description:
This report summarizes eight malfunction events in which everest locking screw inserters were noted to have tip deformations intra-operatively. Surgeries were successfully completed with additional inserters and no delay. No adverse consequences or medical intervention were reported.